Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis was performed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient's implantable cardioverter defibrillator (ICD) was extracted due to infection. As well, the patient's right ventricular (rv) lead had vegetation present and was extracted. It was noted that both products will be replaced in the future. No further patient complications have been reported as a result of this event. (B)(6)2018: it was further reported that the patient developed septic shock and septicemia due to lead endocarditis.